Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but did not meet release criteria so a partial recapture was performed. After the second deployment the closure device met all release criteria and was released from the core wire. The closure device was successfully implanted in the laa of the patient. There were no issues that occurred during the procedure and the patient was stable post procedure. A few hours post procedure the patient was brought back to the catheterization lab in order for the physician to drain a pericardial effusion. 300ml of fluid was drained from the patient and the drain was left in place. The patient remained stable at this time. The next day the drain was discontinued and the patient was doing well. There were no other complications reported.